Event description:
It was reported that during a laparoscopic bowel resection procedure, only the middle of the incision was stapled, and the staples at the distal and proximal ends of the cartridge didn't come out. Converted to an open procedure and used hand sewing to finish the case.